Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing and it was affecting all stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist found that the devices were no longer in critical override, and the interface delay was downgraded and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.